Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during procedure the balloon was ruptured. The device removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
A mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis. E1: itial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during procedure the balloon was ruptured. The device removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.